Event description:
It was reported that during an unspecified treatment procedure a 15/2.0mm maverick2 monorail balloon burst occurred. No additional information is available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.